Event description:
Us complainant reported the patient was on impella rp flex support and during support, placement signal was lost. There was a placement signal unreliable alarm right after hd catheter placed. Decision made to withdraw care, patient expired.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product returned for investigation. Data logs show sudden loss of cvp metrics and drop in signal not reliable (snr) to 0. There is also a mc spike and speed deviation at this time indicating an interaction with the impeller. Mc recovers but cvp and snr do not. Placement snr alarm and suction are triggered. Clinical mentions placement snr alarm after insertion of hd catheter. The cause of the optical signal issue was most likely damaged sensor due to hd catheter interaction. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.